Manufacturer narrative:
This investigation will be updated should pertinent further information be provided.

Event description:
It was reported that this right atrial (ra) lead was explanted alongside with the rest of the system due to noise. No pacing inhibition was noted. The pacemaker had migrated inferiorly and pulled the slack out of both leads. A new system was implanted at the same surgery. No additional adverse patient effects were reported.

Manufacturer narrative:
This investigation will be updated should pertinent further information be provided. Upon receipt at our post market quality assurance laboratory, visual inspection noted the complete lead was returned severed into two segments at 13 centimeters (cm) from the terminal pin. The helix was stretched-out and/or bent, and significant calcium deposits were on the lead tip. Deposits of calcium on cardiac lead electrodes have been shown to increase lead impedance. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported noise and dislodgement.

Event description:
It was reported that this right atrial (ra) lead was explanted alongside with the rest of the system due to noise. No pacing inhibition was noted. The pacemaker had migrated inferiorly and pulled the slack out of both leads. A new system was implanted at the same surgery. The ra lead was returned for analysis. No additional adverse patient effects were reported.